Event description:
The facility reported a device that was set at a rate of 200ml and infused at a rate of 328 ml. This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.